Event description:
In 2002, this patient was implanted with a gore excluder aaa endoprosthesis. This patient was later diagnosed with a type ii endoleak. In 2006, the graft experienced a stable rupture. Additional endovascular procedures were performed using cuffs and stents. The patient was discharged in good condition at about one month later. In 2007, the patient expired with an undiagnosed abdominal mass. An autopsy was not performed. Further investigation is being conducted.